Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having a previous event of peritonitis on a call with customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient¿s peritonitis occurred on (B)(6) 2022. The patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture (obtained on (B)(6) 2022) which grew the bacteria pseudomonas. The patient was treated with vancomycin and ceftazidime initially then switched to cefepime (dose not provided) intra-peritoneal (ip). The patient completed antibiotic therapy on (B)(6) 2022 and recovered from the peritonitis event. There were no reported fluid leaks, or any issued with fresenius products in relation to the event. The nurse attributed the peritonitis to concomitant constipation.